Event description:
It was reported that 100 vials of medication had foreign particles/fibers in them after being drawn up by the needles 25ga 1in. The following information was provided by the initial reporter: "after production they have found small, hardly visibly particles/fibers in the medication and they want to investigate if the particles originate from the bd products."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: a device history record review was completed for provided lot number 200224. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten needle samples were returned for evaluation by our quality engineer team. The samples were examined; however, no signs of defect could be identified. Based on the provided information and the sample analysis results, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 vials of medication had foreign particles/fibers in them after being drawn up by the needles 25ga 1in. The following information was provided by the initial reporter: "after production they have found small, hardly visibly particles/fibers in the medication and they want to investigate if the particles originate from the bd products."